Event description:
It was noted on the remote transmission there had been multiple episodes of crosstalk. The device was reprogrammed. First reprogramming did not resolve the issue, so further filter adjustments were made. The patient was stable prior to, during, and following the intervention.